Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer experienced ongoing elevated blood glucose (bg) level. Customer did not provide exact bg value. Customer alleged elevated bg was due to scar tissue; however, customer tried multiple different infusion sets and the reported issue did not resolve. Customer addressed bg levels with manual injections. Recommendation was made to discuss diabetes management with customer's health care professional.